Event description:
Reference number (B)(4). Event occurred in canada. On 19-august-2024, it was reported that the patient encountered problem with two infusion sets tubing detachment from hub. Patient replaced infusion set and resumed insulin deliveries successfully. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4).